Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, due to an infection of the pacemaker pocket, the patient underwent a device explantation procedure on (B)(6) 2017. The pacemaker was explanted from the patient's body along with the proximal areas of the atrial and ventricular leads. Preliminary analysis revealed that the device was sterilized and released according to all applicable procedures.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, due to an infection of the pacemaker pocket, the patient underwent a device explantation procedure on (B)(6) 2017. The pacemaker was explanted from the patient's body along with the proximal areas of the atrial and ventricular leads. Preliminary analysis revealed that the device was sterilized and released according to all applicable procedures.